Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation on (B)(6) 2018, patient data were found empty and were re-entered. These patient files were opened again on the hospital programmer on (B)(6) 2018; patient data were still empty. However, when opening the same files on another programmer, the issue could not be reproduced.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, upon interrogation on (B)(6) 2018, patient data were found empty and were re-entered. These patient files were opened again on the hospital programmer on (B)(6) 2018; patient data were still empty. However, when opening the same files on another programmer, the issue could not be reproduced.